Manufacturer narrative:
Manufactured in u.s. But not distributed in u.s. (B)(4).

Event description:
The reporter indicated that a v4b implantable collamer lens was implanted and patient experiences " 'reflections' from the central flow hole." Lens plans to be exchanged for another. No other information is available at this time, multiple attempts made to contact customer.